Event description:
It was reported that the implantable cardiac monitor (icm) was oversensing due to "a big deflection" and that r-waves were also over sensed. Repositioning was recommended. The device remains in use. No patient complications have been reported as a result of this event.